Event description:
Battery failure during use in a surgery case on three different cases. Comes up with failure on display, but battery indicates 100% charged. These are on monitors that are less than 8 months old.